Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received the following results on the aviva system within 10 minutes: 86 mg/dl, 453 mg/dl, and 55 mg/dl. The patient had symptoms of hypoglycemia. The patient's wife treated him with 3 glucose tablets, a peanut butter sandwich, and a half can of root beer. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.